Manufacturer narrative:
Section b1/h1: report type corrected to malfunction manufacturer's investigation conclusion: the analysis of the submitted log file confirmed an elevation in pump power and flow; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log file captured an elevation in pump power and flow on 11oct2024. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed for the duration of the file. The patient remains ongoing on the heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU addresses pump parameters including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that device flow and power generally retain a linear relationship at a given speed; however, while power is directly measured by the system controller, the reported flow is estimated based on power. Additionally, any increase in power not related to increased flow causes erroneously high flow readings. The IFU also addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that thrombus was unable to be confirmed and the cause of the high power and high flows were reported. There were no notable changes to patient conditions were noted from the hospital. An x-ray might be performed but no issues were reported. There were no specific symptoms, and no additional treatments were performed. It was noted that no thrombus was suspected at the moment.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for suspected thrombus. No information was provided from the clinicians and they were advised to have an imaging and lab tests sone. The high power and high flow seemed unusual and log file analysis was requested. The submitted data did not contain attributed which would lead to suspect the presence of thrombus within the motor chamber. However, that would not mean thrombus was not present in the circulatory loop. It was recommended to note if any clinical indications were present to confirm the presence of thrombus.